Manufacturer narrative:
The tech replaced the four casters to repair the bed.

Event description:
Info received indicates the brake casters are not locking when the brake is engaged. Brake not holding.